Manufacturer narrative:
This is default text configured for block h10.

Event description:
The plunger of the prefilled syringe needle was broken [device breakage] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns product complaint of device breakage and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 15-apr-2026 amneal pharmaceuticals received information from other healthcare professional (pharmacy technician) via a telephone call concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On an unknown date, the patient was being treated with risperidone for extended-release injectable suspension, 25 milligram per vial single dose pack (ndc: 70121-2626-5, and lot number, expiry date, serial number were not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On an unknown date, the patient received a sealed medication kit from pharmacy and on unknown date while about to withdraw the medication from the vial into a syringe the patient's caregiver observed that the plunger of the prefilled syringe needle was broken. The reporter was not aware whether the medication had been administered to the patient. Last action taken with risperidone in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device breakage and no adverse event was unknown. The reporter did not provide the causality of events device breakage and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.